Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014 - animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on investigation, the display screen was fully operational. The reported issue was not duplicated on investigation.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the display screen had ink spots or cracks. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.